Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he did not received a low battery alert prior to the off no power alert. The insulin pump was beeping and alarming errors all day and that is why the insulin pump had a low battery. The customer experienced a wicked low blood glucose level but did not give a value. The device was not returned.